Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse, on (B)(6) 2025. Radiesse was hyperdiluted. In (B)(6) 2025, after the radiesse injection, the patient experienced the potential risk of an occlusion and potential stye. As reported, (B)(6) 2025 she woke up with slight pain in one eye. The following day, (B)(6) 2025, her upper eyelid was swollen. Capillary refill (cap refill) and vision were both fine, but she was just experiencing some slight ocular pain that could potentially be a stye (reported as sty). However, the provider wanted to communicate and clarify the reported side effects. Due to the information provided, the outcome of the events was considered unknown. Follow-up information was received on 20-aug-2025: the suspect product was recoded from radiesse to radiesse(+). Reported event term amended from potential risk of occlusion to partial occlusion suspected. The event potential stye was deleted. Patient initials, date of birth and age were provided. The patient was 37 years old at the time of the event. Patient weight was ambiguously reported as 130. She was injected with a total of 4.5 ml of radiesse(+) into the nasolabial fold (reported as nlf), marionettes, the cheek, submalar and the chin shadow (off label use of device). Batch number was reported as a00173900 (expiry date: 14-oct-2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00173900 (expiry date: 14-oct-2026). A lot search in the global safety database was conducted. Radiesse(+) was hyperdiluted 2:1 (product preparation issue, off label use of device). A cannula was used for all injection sites except for the sub malar area where a needle was used. She was previously injected with hyaluronic acid filler (reported as ha) in cheeks, chin, lips, jaw, nasolabial folds (reported as nlfs) and marionettes. She was not previously injected with radiesse. She was allergic to penicillin. Medical history was reported as none. On (B)(6) 2025, within 12 hours after the radiesse(+) injection, the patient experienced a partial occlusion in the eye area. On (B)(6) 2025 (reported as day after), she experienced right ocular pain. On (B)(6) 2025 (reported as day 2), she experienced upper eyelid swelling and pain. On (B)(6) 2025 (reported as day 3), she experienced redness and discoloration underneath the nose. On (B)(6) 2025 (reported as day 4), a full resolution without intervention was reported. She was monitored closely. In (B)(6) 2025, capillary refill (cap refill) remained intact, no pustules or pain on nose were noted. The occlusion was not confirmed, but a partial occlusion was suspected. No ultrasound was performed to confirm the diagnosis, no ophthalmologist confirmation was provided, and no stye was noted on the eye. The outcome of the event partial occlusion was reported as resolved, on (B)(6) 2025 (changed from unknown). In the opinion of the reporter, the event was related to the radiesse(+) injection. Therefore, the causality of the event partial occlusion was changed from reasonable possibility/suspected to related. The event was not permanent, no corrective treatment measures or medications were given/prescribed, treatment was not necessary to accelerate recovery, treatment was not necessary to prevent permanent damage and the patient was not hospitalized. The event potentially happened due to the use of a needle in submalar area.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event vascular occlusion was assessed as expected whereas the event hordeolum was considered to be equivalently expected as infection based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported pain in one eye and upper eyelid was swollen are considered to be symptoms of vascular occlusion and therefore were not coded. Information in this case is sparse, pending further treatment and event details, as well as pending a confirmed diagnosis. However, the potential for vascular occlusion cannot be ruled out at this time. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 20-aug-2025: the batch record review for radiesse(+), lot a00173900, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00173900) and no similar events were noted. The suspect product was recoded from radiesse to radiesse(+). Reported event term amended from potential risk of occlusion to partial occlusion suspected. The event potential stye was deleted. Off label use of device and product preparation issue were added. The outcome of the event was reported as resolved. In the opinion of the reporter, the event was related to radiesse(+). This case was assessed by merz north america as serious. The event vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported ocular pain, swelling, redness and discoloration are considered to be symptoms of vascular occlusion and therefore were not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injections into the marionettes, cheek, submalar and chin shadow are no approved indications for radiesse(+) in us. Dilution of radiesse(+) for injections into the nasolabial fold, marionettes, cheek, submalar and chin shadow is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Information in this case is a bit contradictory, as the provider reported that there was a suspected partial occlusion, without tests or further evaluation to confirm an occlusion occurred. Additionally, the reported suspected partial occlusion resolved without the need for corrective treatment which suggests other possible cause. Nevertheless, out of an abundance of caution, and based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.